Event description:
It was reported that the patient had an abnormal headache and nausea which was attributed to the clinical diagnosis of a cerebrospinal fluid (csf) leak. It was noted that this was related to the procedure. The csf leak caused prolongation of the existing hospitalization. It was noted that an epidural blood patch was done, medications administered (phenergan suppository), and the patient was giving intravenous fluids. The patient reportedly resolved without sequelae by (B)(6) 2014. The patient's pump was intended to infuse intrathecal gablofen. It was later reported that oral fioricent was also administered on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).